Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part: 314.291, lot: 09-8431. Manufacturing location: (B)(4), release to warehouse date: nov 04, 2009. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The raw material was confirmed to be correct per the specification with no non-conformance noted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the protection cover of the sliding mechanism of the collinear reduction clamp was discovered as broken. It is unknown how or when the issue occurred. There were no patient or surgical involvement reported. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).